Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited noise and an high out of range pace impedance measurement during routine follow up. Pocket manipulation was performed, but no noise was able to be recreated. Technical services discussed programming options and possible interventions. This lead remains in service. No adverse patient effects were reported.